Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of reported a burning electrical odor coming from the unit and a piece on top of the device melted due to overheating. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed the humidifier water tank lid, water tank seal, and the water tank all showed evidence of liquid ingress with potential mineral deposits to them. The exterior of the ui display bezel was observed to have visual confirmation of having been melted, likely due to extreme heat to it. The ui ribbon cable was observed to have burn marks on both sides, and some corrosion on the tab where it connects to the pca. The top was also observed to have dust-like contaminants and evidence of liquid ingress with potential mineral deposits. The center enclosure and iso port were observed to have evidence of liquid ingress with potential mineral deposits on them and a dust-like contaminant. The pca was observed to have major thermal issues on several areas of it along with areas of corrosion. Evidence of liquid ingress with potential mineral deposits was also observed. Several components of the pca were so heavily damaged that they fell off onto the table being used for investigation. The blower connector and heater plate cable were observed to have been burnt and melted to the pca. A dust-like contaminant was observed on the inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, and bottom enclosure. The inlet/outlet seal was observed to have a brown discoloration to it. The bottom enclosure was also observed to have evidence of liquid ingress with potential mineral deposits on it. In box d: device serviced by 3rd party? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient has alleged top of the unit had melted due to overheating. There was no report of patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.